Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01516 addresses the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, neither device would retract completely back into its sheath; however, the procedure was completed using these devices. No visible damage to the devices was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4): brush would not retract fully into sheath. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.